Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneous low vancomycin (vanc) results for one patient generated by the unicel dxc 800 pro synchron chemistry analyzer units. The result was reported out of the laboratory. The sample was repeated on an alternate method and higher corrected results were obtained and amended. Vanc dosage was increased based on this result.

Manufacturer narrative:
The samples were blood controls were run before and after this incident and the results were within established ranges. Service was not requested. Although this appears to be a sample interference issue, a clear root cause has not been determined.